Event description:
Customer reported unexpected positive reactions (1+ to 2+) with anti-c (monoclonal) , when testing donor sample that is historically c negative.

Manufacturer narrative:
Customer did not provide any additional information.